Manufacturer narrative:
(UDI) and PMA/510k are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump delivered a bolus-overdose of drug to the patient. No patient injury reported.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: additional information provided in b5.

Event description:
Additional information was received that user error was found and that patient information cannot be provided.